Event description:
It was reported that when the ventilator was connected to a patient, three technical error codes indicating disabled valves, patient category mismatch and internal memory error, were generated. (B)(4).

Manufacturer narrative:
(B)(4).